Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during a visual inspection of the pump, the battery compartment and display lens were observed to be cracked. During testing, the pump was powered on and the display screen appeared dim and discolored. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment, a cracked display lens, and a dim and discolored display. This report is made based on results of investigation completed on (B)(4) 2015.